Event description:
An atw 45 stapler was applied and fired. Once the stapler was fired, the cartridge ejected from the stapler, which was an apparent malfunction. Necessitated open thoracotomy and prolonged hospitalization. Pt discharged.